Manufacturer narrative:
Concomitant products: hydromorphone, chlorpromazine, calciu gluconate, recuronium, potassium phosphate, mycophenolate, micafungin, methylprednisolone, methadone, meropenem, linezolid, lorazepam, acetazolamide, albumin, chlorothiazide, diphenhydramine, fentanyl, furosemide, hydromorphone, immune globulin, ketamine, linezolid, fentanyl, epinephrine, dexmedetokmidine, calcium chloride,magnesium sulfate, midazolam, ondansetran, potassium chloride, insulin, milrinone, sodium acetate, parenteral nutrition, vasopressin. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, 15 days after implantation, the 5 french triple lumen catheter which was reportedly of cook manufacture (specific product information is not known) was observed to be leaking from the red hub. The customer also reported that there was a leak between the hub and the line extension of the catheter. The device was placed on (B)(6) 2017 and explanted on (B)(6) 2017. Over the course of the 15 days that the line was implanted, many medications were reportedly infused into the line; however, the specific medications which went through the red hub were not known by the reporter. Another central line had to be placed following the removal of the defective product. The customer has not confirmed whether or not the product will return; as of the date of this report, product has not yet been received for evaluation.

Manufacturer narrative:
Additional patient information was provided by the reporter. As reported, no unintended portion of the device remained inside the patient¿s body. There were no adverse effects to the patient due to this occurrence. The device has been received for evaluation. Investigation ¿ evaluation: a review of the quality control data and specifications was performed. In addition, a visual inspection of and dimensional verification the returned device has been conducted. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. One used triple lumen central venous catheter without abrm coating was returned for evaluation. Inspection found a fracture on the proximal end of the red hub that was the source of the reported leak. The length and outer diameter of the red hub tubing were within manufacturing specifications. There is no lot number or catalog number information available for this device. A search reveals that the only 5fr product without abrm coating purchased by this customer during the 2016-2017 timeframe were 2 units of catalog number c-utlmy-501j-cct. The investigator has utilized the specifications for this catalog number. A device history record review could not be performed as the lot number was not available. Additionally, a review of complaint history for the device/lot combination was unable to be performed. The insert molded hubs for our central venous catheter products, which have the microclaves attached, meet iso 594-1 and iso 594-2 requirements. Both a statement of conformance and verification testing are on file for the hub with luer-lock dimensions that are the same as the central venous catheter product. Over tightening to the point of cracking in the hubs, is not evaluated in the iso 594 testing. The iso does not include torquing the luer-lock connections to a point of failure. One of the hazards identified with microclave connectors is cracking caused by excessive torque from the use of forceps or hemostats to make connections. Due to the location of the crack, it is feasible that the microclave to luer connection met with excessive torquing, causing cracking and leakage. It should also be noted that reported leak was not detected until 15 days after the start of use which involved multiple medication infusions. Based on the provided information and the investigation evaluation the actual root cause could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.